Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided, and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the mid right coronary artery. The 3.0 x 33 mm xience alpine stent delivery system (sds) was advanced without issue for direct-stenting. The stent was deployed with one inflation at 14 atmospheres (atm), and confirmed to be fully apposed. A 3.0 x 12 mm xience alpine was planned to be placed proximal, overlapping the implanted stent. Three nc trek balloon catheters (3.25 x 20 mm, 3.25 x 15 mm, 3.0 x 12 mm) were advanced to pre-dilate the proximal lesion, but all met resistance with the proximal portion of the implanted stent and failed to fully advance. A 2.5 trek then crossed successfully. The 3.0 x 12 mm xience alpine sds was then advanced, but met resistance with the implanted stent. No further treatment was attempted. After the procedure, the physician reviewed the images and stated that the 3.0 x 33 mm xience alpine stent appeared fractured. The patient was confirmed to have a good outcome and no additional treatment has been planned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.